Event description:
This patient was implanted with an argus ii on (B)(6) 2013. This patient is participating in a post-market study of the argus ii. The surgeon saw the patient on (B)(6) 2014, and observed conjunctival erosion. On (B)(6) 2014, the surgeon performed revision surgery to remove the loosened coil suture tab and re-suture the conjunctiva. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.